Event description:
A report from an attorney stated that a caregiver was operating an unoccupied power wheelchair by walking along the side and engaging the joystick. While the chair was moving, the chin control fell to the floor and a wheel rolled over the caregiver's foot. Because of this incident, the caregiver has allegedly acquired relfex sympathetic dystrophy. No malfunction has been reported and eval by the MFR has not been permitted.